Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was having hypoglycemic symptoms of sweating and trembling and a pale face. At 1517 he had a result of 134 mg/dl on the mobile meter and since this did not correspond to his state of health his mother retested on a non- roche meter and received a result at 1518 of 32 mg/dl. She gave him juice and a snack. No death or serious injury reported. Requested return of suspect device for evaluation.